Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed an open skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's oncology physician advised that the skin irritation is likely a side effect of receiving radiation. The patient was given an ointment from the pharmacy. It's unclear if the ointment was prescribed by a physician or pharmacist, reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.